Manufacturer narrative:
Vyaire complaint #: (B)(4). Results of investigation: a vyaire field service representative (fsr) evaluated the device onsite and verified the reported problem. As a resolution, the gde was replaced. The device passed all testing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator giving alarm and thinks that the flow sensor is defective. Test lung validated not giving correct volume. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Result of investigation: the vyaire failure analysis team was able to duplicate the customer's reported issue of the avea ventilator giving an alarm. It was isolated to a faulty solenoid on the inspriation flow sensor. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56, if additional information becomes available.